Manufacturer narrative:
Additional product code: ktt. Part number: 214.832. Synthes lot number: l492625. Manufacturing site: (B)(4). Release to warehouse date: 10. July 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: we have received only the cortex screw head back for investigation. The screw is broken close to the neck point. The star-drive recess is in a used condition. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: because of the damages & missing shaft the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The broken surface is homogeneous what indicates material conformity as well. Summary: the observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. However, based on the provided information we are not able to determine the exact cause of this complaint. This lot of (B)(4) pieces was manufactured in july 2017, all devices are distributed and we are not aware of any other complaint for this part- and lot number combination. We only can assume that a mechanical overloading situation has caused the breakage. We conclude that the cause of failure is not due to any manufacturing non-conformances. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2019, six weeks after the original procedure of proximal femoral varus osteotomy (r), a revision surgery was performed on the patient as all the unknown number of screws that were used on 5.0mm paeds locking hip plate broke. It was confirmed that all screw heads broken off prior to revision. Screw heads were removed easily, removal of shafts was not attempted. Fixation was revised with locking screws through same plate. The revision procedure completed successfully. Concomitant device: unknown plate (part # unknown, lot # unknown, quantity # 1). The report is for one (1) 4.5mm cortex screw self-tapping 32mm. This is report 2 of 3 for (B)(4).